Event description:
Air in tubing causing delay of vasopressor therapy during alarm condition reported. A pt was receiving dopamine at an unspecified rate. When the bag emptied, a new bag was hung immediately; however, the pumped alarmed for air, and it took 30 seconds to clear the tubing of the air to resume the infusion. The pt's blood pressure dropped from 100mm/hg systolic to the low 60mm/hg systolic. There was no report of pt harm.